Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump's battery was not lasting 1.5 week and just stay yellow without any warning. Customer stated that the battery will not turn red and when he slept the insulin pump died and because of that blood sugar will went high. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.